Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # r95011. Additional information was requested, but not available: was there any patient consequence? If yes:please explain the patient consequence? How was the patient consequence reported? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 6 clips were found inside clip track. No conclusion could be reached as to what may have caused the feeding incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device, lot: r95011 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch: r95011 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, jaw was not completely closed.